Event description:
The pt was implanted with an itrel ii implantable pulse generator and lead system in 2000 to treat chronic intractable pain of the trunk/limbs. A letter from the pt's attorney to the MFR states "on april 3, 2000, the pt was admitted to the hospital for the implant of a medtronic implantable pulse generator model no. 7425. When the pt came out of recovery, it was apparent that a defect of some sort existed because the ipg was not operational. The pt was rehospitalized in 2000 for surgery to replace the ipg. When the original ipg was removed it was apparently determined that the leads had melted onto the unit and caused the malfunction.